Manufacturer narrative:
The reported failure of the machine flow sensor is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information from the patient's family alleging the patient experienced a ventilator inoperative alarm had occurred on a trilogy evo device. The device was replaced with another device. No medical intervention was specified by the patient. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, machine flow drift high, was observed on the device's error log. The service technician further evaluated and determined the machine flow sensor had caused the ventilator inoperative alarm to occur on the device. In conclusion, the device's machine flow sensor needs replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the system printed circuit assembly and blower chassis tubing needs replaced for contamination unrelated to the reportable issue.